Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. The final fill volume was 325ccs. Post procedure, right sided deflation without trauma was observed. As a result, unilateral replacement with another mentor smooth round moderate profile 325cc saline prosthesis was performed on (B)(6) 2018. During the replacement surgery a right sided nodule was discovered and sent for testing.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/30/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation, capsular contracture, and a breast mass. During evaluation of the sample a crease was observed on the anterior view. Leak testing revealed a tear in the posterior aspect measuring approximately 0.2 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The reported complaint of deflation was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On (B)(6) 2019 the investigation of the returned device revealed a different lot number than the one reported originally. The lot number has been updated, as the lot number reported originally had a manufactured date that was after the implant date. It was reported this way, because at the time, this was the only information made available. However, the lot number uncovered during the product investigation has a manufactured date more consistent with the event details. If further clarification is received, then a supplemental report will be submitted at that time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An assessment of additional information was performed on (B)(6) 2019 and capsular contracture (baker's grade unknown) was also indicated. Manufacturer¿s reference number: (B)(4).